Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ceramic liner broke into pieces.

Manufacturer narrative:
Examination of the reported device confirms the material fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Review of manufacturing and device history records finds no related manufacturing deviations or anomalies that would have contributed to the event. The root cause is attributed to a misaligned position of the insert in the metal shell. Based on the performed investigation, the need for corrective action has not been indicated.